Manufacturer narrative:
The ICD and the lead were not returned for analysis. The analysis is therefore based on the existing production documents. The manufacturing processes of the ICD and the lead were reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In summary, there is no indication of a manufacturing error.

Event description:
Ous MDR - after an estimated implantation time of about 2 yrs, it was reported that the pt had rec'd inappropriate shocks. The lead was not returned for analysis and no date of implant or explant was provided. No deterioration of the pt's state of health was reported.

Manufacturer narrative:
Ous MDR.